Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the pump intermittently did not deliver the correct bolus amount. The customer's blood glucose ranged from 200-400 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, the customer did not respond.